Manufacturer narrative:
The pump had no button response. Unable to perform the self test due to no button response. Unable to test for stuck key alarm or stuck button alarm due to no button response. Unable to download history files and traces using thump due to no button response. The pump had no button response due to moisture at the keypad flex traces and corroded electronic assembly pump was cut open to perform visual inspection and found corroded pcba1, and pcba2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump was unable to download. Unable to download the pump using thump due to corroded pcba 2. The following were noted during visual inspection: minor scratched display window, scratched case, cacked battery tube threads, cracked case at the corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history review 2 days prior to the event date 08-jul-2024 in the pump history file due to no button response and download anomaly. Keypad/button unresponsive/button error confirmed. Unable to upload/download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1809. Troubleshooting was performed and customer reported a keypad anomaly. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1809.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.